Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the priming process of the tubing. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the cartridge and resumed insulin therapy. Subsequently, due to recurring occlusion alarms primarily during bolus delivery, the customer requested a replacement pump. Following troubleshooting and escalated support, it was recommended to replace the pump. The replacement was approved, and the customer was informed of the necessary steps for returning the problematic pump and programming the new one, with arrangements made for the delivery of the replacement pump without requiring a delivery signature.